Manufacturer narrative:
Weight:unk, ethnicity:unk, race:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of a -4.0/1.0/93 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault, significant reduction of iridocorneal angles, and discrepancy between wtw and monogram. The problem was resolved. Reportedly, "lens opacity (mydriasis was not maximal at the time of icl removal + icl size was 13.2, which was large and took time and effort to remove. Also, the lens became cloudy due to the high viscosity of the lens when using the shell gun.) The patient eye is still unstable postoperatively and we are still discussing the future with the patient." The cause of the event is unknown.